Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump was also received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, minor scratches on display window, and stained end cap sticker noted. (B)(4)

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt they received a button error message. Customer could not recall any significant events leading to the button error message. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.